Event description:
A report was received that the patient's incision site was open and the ipg was visible. The patient was confined in the hospital and was given intravenous antibiotics. The patient's ipg was explanted and the physician decided to leave the leads implanted.

Event description:
A report was received that the patient's incision site was open and the ipg was visible. The patient was confined in the hospital and was given intravenous antibiotics. The patient's ipg was explanted and the physician decided to leave the leads implanted.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient got infection while at the hospital. Symptoms were redness, swelling and nausea. The physician does not believe that the infection was device related but was procedure related. The patient was given antibiotics and the infection has been cleared.